Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
The customer reported that the ventilator had a message of safety valve open. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
Covidien reference (B)(4). The evaluation and repair of the device has been completed. It was reported that the malfunction was not duplicated. The unit passed all testing and operates within the manufacturing specifications.